Event description:
The caller alleges the bgstar meter is inaccurately measuring blood-glucose too high. As a result, additional insulin was administered causing hypoglycemia. This case concerns a female pt who presented with adverse events after applying a dose higher than necessary of apidra(r), based on an imprecise reading of the glucose monitor bgstar(r). The pt was diagnosed with type ii diabetes less than two years ago. Therapy with 36 iu daily of insulin glargine and with medicine dapaglifoxin were reported. The reporter assesses the patient's diet as "good" and informs that she performs walks regularly. For over a year, the pt has also used insuline glulisine, the dosage of which depends on her blood-glucose values. On 02/04/2015, the pt dosed extra insulin based on a measurement made by the bgstar and experienced hypoglycemia (sluggish, frail, stayed in bed). Bgstar was compared to accu-chek (bgstar: 346mg/dl, accu-chek: 296 mg/dl).

Manufacturer narrative:
The device has been requested and has been returned to the manufacturer. Confirmation testing shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the incident could not be determined, though an improper insulin schedule is highly suspected. It is possible to observe seemingly large differences in measurements between brands while they are both operating within their reported accuracies. Both reported measurements fall within zone a of the consensus error grid. Zone a relates to 'no clinical effect'. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended. Update: the meter has been returned to the manufacturer. A confirmation investigation found the meter is operating within specification. This additional information does not affect the root cause analysis.

Manufacturer narrative:
The device has been requested, but has not been returned to the MFR. The meter DHR was referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited info provided, the root cause of the incident could not be determined, though an improper insulin schedule is highly suspected. It is entirely possible to observe seemingly large differences in measurements between brands while they are both operating within their reported accuracies. Both reported measurements fall within zone a of the consensus error grid. Zone a relates to 'no clinical effect'. It is the physician's responsibility to recognize this brand-to-brand difference and adjust a patient's insulin schedule accordingly. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.